Event description:
A customer reported a cgm error 42 issue with their device. There was no adverse impact to the customer's blood glucose level, as the cgm error did not appear again after a pump reset. Customer service provided guidance on completing a pump reset, and the customer successfully started their sensor session afterward.